Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain. The patient reported that the ins has not been taking of the pain since they had a fall in 2016. After the fall, the ins was reprogrammed in 2017 but ins is still not taking care of the pain. The patient reported that they have been speaking with the healthcare professional about removing the ins and putting in a new one due to the fall. The patient reported that the doctor wants to do an MRI but wants the rep to be present to ensure that the ins is in MRI mode because the patient programmer was getting poor communication.